Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that two days post implant that the pacing lead dislodged. This was confirmed via x-ray. It was reported that during the initial procedure, the pacing lead had difficulty being fixed the atrium, as the auricle was small. The pacing lead was revised and remains in use. No patient complications have been reported as a result of this event.